Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 10mm amplatzer septal occluder was selected for implant. While the device was inside the patient, it deployed into a cobra shape on two attempts. The device was removed from the patient, cleaned, reloaded, and tested on the prep table. The left atrial disk continued to deploy in a sub-optimal, slightly rounded shape. A new 11mm amplatzer septal occluder was successfully implanted. No patient consequences were reported.

Event description:
On (B)(6) 2019, a 10mm amplatzer septal occluder was selected for implant. While the device was inside the patient, it deployed into a cobra shape on two attempts. The device was removed from the patient, cleaned, reloaded, and tested on the prep table. The left atrial disk continued to deploy in a sub-optimal, slightly rounded shape. A new 11mm amplatzer septal occluder was successfully implanted. No patient consequences were reported.